Event description:
Drug/diluent: 5fu. Fill volume: unk. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: IV infusion. Event date: (B)(6) 2012 (day was not specified). Hospital (B)(6). Reported a fast flow issue. Pt is reported to have experienced asthenia after the incident.

Manufacturer narrative:
Drug/diluent: 5fu. Fill volume: unk. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: IV infusion. Event date: (B)(6) 2012 (day was not specified). Hospital (B)(6) reported a fast flow issue. Pt is reported to have experienced asthenia after the incident. Method: at the time of this report, sample had not been rec'd, but was reported to be available. Results: a DHR process cannot be performed w/o a lot number. I-flow is attempting to obtain add'l info from our distributor regarding pt contact, adverse event and pump info. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed. I-flow provides a "caution" in its dfu (easypump lt) which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degrees celsius/88 degrees fahrenheit) and the tubing should be under the pts clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degrees celsius/68 degrees fahrenheit), delivery time will increase approx by 25%. Info from this incident has been included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.